Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 40 mg/dl and a soda was consumed to address the low bg. The customer did not know the cause of the low bg. As the event had occurred on the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the low bg with a healthcare provider.